Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she was seen by a wound ostomy continence nurse (wocn) and began using coloplast product. The end user stated the rash has cleared and she has also been crusting with stomahesive powder and wipes. The end-user stated she wanted to continue the use of this product despite having a tape sensitivity; therefore an eakin cohesive seals size slims 2 was sent in order to create a barrier between tape and skin. No additional patient/event details have been provided to date. Should additional information become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
End-user reports that for about 4 weeks, she has had a red itchy rash to peristomal skin located under tape border. End-user also states that she has used product for fourteen (14) years.